Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that, "the pump had to administer 1246 ml over four doses of 311 ml/3hours with an interval of 12 hours." After finishing the treatment there was still 350 ml left in the bag when it should be empty. No errors were observed in the log. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device at a distance of 12 to 16 inches under normal conditions of illumination found no damages or workmanship defects. Accuracy testing was performed and no discrepancies were detected on the sample and the test successfully passed. The sample was tested to measure the height of the pump tube arch and determine if is under or out of spec. The sample failed the arch height tube measure. The customer reported issue was not confirmed during the investigation as no fault was found. Root cause of the reported issue could not be determined since the complaint was not confirmed. No actions were required as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.